Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced vertical shadows and "dysphotopsia." It was reported there was a minimal refractive error and not corrected with glasses. The iol was exchanged for another lens six weeks following the initial implant procedure due to intolerable symptoms. Additional information has been requested.